Event description:
During an in clinic follow-up, high pacing impedance was observed on the right ventricular channel. A revision procedure was performed to address the event. During the revision, the right ventricular (rv) lead was able to be removed from the device despite the set screw being completely fastened to the header. The physician did not allege a malfunction against the rv lead and the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field events of set screw connection issue and high pacing impedance could not be confirmed in lab. A visual inspection of the septum, set screw and contact spring did not reveal any anomaly that could contribute to the reported event. The telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and observed to be normal.